Manufacturer narrative:
Other relevant device(s) are: product ID: bi31000178, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a thoracic procedure. The issue occurred postoperatively during the select patient/acquire scans and caused a surgical delay of approximately 1 hour. It was reported that the fuses blew in the mobile viewing station (mvs) power board when a staff member plugged the unit in while on uninterruptible power supply (ups). It was noted that 3d images could not be taken of the patient to check where the implant was sitting and that 2d imaging was not useful. To complete the surgery more 2d imaging was used, however, it was not possible to determine the posterior margin of the proximal superior body, so it could not be determined if it was applying pressure on the cord. The site ended up looking at the 2d imaging and assumed it was in an ok position. The surgery was completed without imaging and there was no impact on patient outcome.